Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that an error 1 message occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.